Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneously low ise (ion selective electrode) for sodium (na) and potassium (k) patient results. The patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided three (3) patient sample results; patient demographics was not provided.

Manufacturer narrative:
A beckman field application specialist (fas) was dispatched onsite to evaluate the dxc 700 au clinicial chemistry analyzer. The fas after multiple service visit, determined the ise (ion selective electrodes) na and k electrodes were defective. The fse replaced all the ise electrodes to resolve the issue. No further issue was noted ise electrode part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).